Event description:
Related manufacturer report number: 2017865-2022-02857. Patient presented in-clinic after receiving an inappropriate shock which resulted in a dermal burn below the patient's clavicle. The patient also reported regularly experiencing electrical pulsing in this same location prior to the shock. Abbott technical support was contacted and suspected right ventricular (rv) lead damage, however, this was not confirmed. Device and lead replacement was recommended, but not performed at this time. The device was reprogrammed to avoid any further inappropriate shocks. The patient was stable and will continue to be monitored.